Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The customer contacted baxter's service center regarding a leak, which occurred on the homechoice (hc) during use at "connect yourself". The home patient (hp) stated that when he connected to the patient line, he noticed that it was leaking. The technical service representative (tsr) assisted the hp to disconnect. The tsr advised the hp to dispose of the current supplies and start over with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The hp left a voicemail on (B)(6) 2013, which stated that the leak had come from the patient line: near where the patient connecter is in the patient line, there was a tear in the patient line tubing. He stated that the fluid that contained iodine was spraying out of this tear and had "soaked" him. He also stated that he had undergone several surgical procedures that week but provided no further information on the nature of these surgeries. Baxter product surveillance contacted the hp on (B)(6) 2013. He stated that his leg had been soaked by the solution. The sample was available and requested for evaluation. The lot number was not available. He stated that the procedures (one was a colonoscopy, which he has done annually) were not related to his therapy. Therapy since has been going well and there were no adverse effects reported in relation to this event. Baxter global pharmacovigilance followed up with hp on (B)(6) 2013. The hp stated there was no adverse event or treatment needed for the accidental exposure to the solution that had resulted from the leak. The hp clarified that "surgical procedures" was referring to an outpatient procedure for a "dysfunctional central venous access port". Per the hp, the central venous access port was needed due to his cystic fibrosis and was replaced during this procedure. The patient confirmed that his cystic fibrosis had not worsened with peritoneal dialysis (pd) therapy. Per the hp, the events of accidental exposure to the solution and "dysfunctional central venous access port" were not related to any baxter solutions, devices, or machines. Baxter global pharmacovigilance followed up with the peritoneal dialysis nurse (pdn) on (B)(6) 2013. The pdn stated the central venous access port replacement was a routine outpatient procedure and was not associated with pd therapy. The nurse confirmed the events of accidental exposure to the solution and "dysfunctional central venous access port" were not related to any baxter solutions, devices, or machines.

Manufacturer narrative:
(B)(4). The sample was received by baxter. This complaint for a report of a leak was confirmed. The root cause was a hole in the tube. A visual inspection confirmed the reported problem as a hole was found on the patient line where the tubing connects to the luer connector.